Event description:
On (B)(6) 2011 customer reported that the ER doctor called to question multiple low sodium (na) and potassium (k) results run on the dxc 600i instrument. Customer pulled one patient and repeated it on another analyzer and the na result went from 120 mmol/l to 139 mmol/l. On another patient, the k was repeated and went from 2.4 mmol/l to a 2.6 mmol/l. The patient was treated based on the 2.4 k result, but no harm was done. No other patients were treated based on the false results reported. After the customer repeated the patient, she ran quality control (qc). Na, k, and chlorine (cl) qc was out low, carbon dioxide (co2) and calcium (calc) were low but in range. Customer then recalibrated and qc was out of range high for na, k, and cl; and calc and co2 were borderline high. Customer stated she drained the flow cell and looked at electrodes. There was no evidence of any bubbles or fibrin. The customer stated that 9 patient samples had erroneous results and that 5 results were amended. The customer has pulled all lytes run on this analyzer back to last known good qc to review. Field service engineer (fse) examined the instrument and replaced the electrolyte injection cup valve and verified performance. No further issues were reported.